Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned as it was reportedly discarded. The investigation determined the reported difficulties appear to be related to user preference during the procedure as the physician commented that the length of time during deflation and balloon refold post deflation. This is a personal preference/opinion of the physician and not a quality issue with respect to manufacture, design or labeling with the product. There is no indication of product deficiency or product quality issue with respect to design, manufacture or labeling. The additional devices are being filed under separate medwatch reports.

Event description:
It was reported as a general comment that the 3.5mm, 4.5mm and 5mm sized nc trek devices take longer to deflate compared to a competitor's device, i.e, the balloon folds back and remains bulky after inflation. The nc trek was noted as not ideal for bifurcation procedures. There were no issues noted during removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.